Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter united kingdom. Should the device or additional information become available, a follow-up medwatch will be submitted.a 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was overinfusing was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of over-infusing due to user error. This event had the potential to cause death or serious injury. It is unknown when this condition occurred, but it is known that it occurred in the (B)(4) department. There was patient involvement as the patient was connected to the device at the time of the malfunction, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.